Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with oversensing noise. During dft testing, ventricular fibrillation (vf) was induced and both the ICD and rv lead initially failed to deliver shock. As further intervention was about to be performed, the device successfully shocked the patient to retore normal rhythm. No further changes were reported. There were no patient consequences.

Event description:
Information received, notes the patient presented with effusion. The right ventricular (rv) lead presented with out-of-range high voltage lead impedance. And was explanted on (B)(6) 2024. The patient was recovering.

Manufacturer narrative:
The reported events of sensing noise and varying high voltage impedance were not confirmed. As receive, a partial lead (only distal portion) was returned. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between right ventricular cable and superior vena cava cable due to the procedural damage. X-ray examination did not find any anomalies except for procedural damage. Additional findings unrelated to the reported event: visual inspection found an external insulation abrasion breaching the right ventricular cable lumen proximal to the suture tie impression with the inner coil lumen and etfe cable coating intact. The cause of the external insulation is consistent with friction to the device can.